Manufacturer narrative:
The device was evaluated by a philips remote service engineer (rse). The reported issue was confirmed because the user was not familiar with the monitor setting. The rse instructed the user on the monitor setting to resolve the issue. There was no malfunction of the device. Philips will not consider this as a malfunction. The device returned to full functionality. The device remains at the customer site, no further evaluation is required at this time, no subsequent calls have been logged for this device/issue. As there is minimal health risk associated with this event, no further investigation or action is warranted at this time. No customer communication was requested and/or warranted.

Event description:
The patient is in serious condition and needs to use an electrocardiogram monitor to monitor the patient's vital signs. After using a ventilator on the patient, it is found that the ECG wave pattern cannot be monitored. The device was in clinical use at time event. And customer reported adverse event.